Manufacturer narrative:
B3 - date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during infusion test the whole display was red and experienced error code 46440. There was no patient involvement and patient harm. This high-priority error occurred in infusion test; however, if this error occurs during infusion, it will interrupt therapy and potentially impact patient.